Event description:
It was reported that balloon rupture occurred a 3.25mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at 12 atmospheres for 10 seconds, the balloon ruptured and vertically separated. The device was removed, and the procedure was completed with a different device. No patient complications nor injuries reported, and the patient condition was good post-procedure. It was further reported that the 90% stenosed target lesion was located in the mildly tortuous and non-calcified second right posterolateral segment of the right coronary artery.

Event description:
It was reported that balloon rupture occurred. A 3.25mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at 12 atmospheres for 10 seconds, the balloon ruptured and vertically separated. The device was removed, and the procedure was completed with a different device. No patient complications nor injuries reported, and the patient condition was good post-procedure.